Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp with a groshong catheter was returned for evaluation. Functional, gross visual and microscopic evaluations were performed. The investigation is confirmed for the reported leak and catheter fracture and the identified deformation and wear issues, as a circumferential split was noted approximately 9.1 cm from the distal end of the cath-lock. The edges of the circumferential split appeared mostly rounded and the sides of the break appeared jagged. Upon infusion of the port body with attached catheter segment, a leak from the circumferential split was observed. The identified break is typical of flexural fatigue, which is due to the repetitive kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement through the right internal jugular vein, an erosion and leakage of anticancer agents were allegedly found near the port body. Reportedly, an x-ray evaluation revealed a damage on the tip of the catheter. The port system was removed and replaced with another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified. As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post port placement through the right internal jugular vein, an erosion and leakage of anticancer agents were allegedly found near the port body. Reportedly, a x-ray evaluation revealed a damage on the tip of the catheter. The port system was removed and replaced with another device. There was no reported patient injury.